Manufacturer narrative:
Investigation summary: a review of the complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Reported 1 false positive sofia sars result for 1 symptomatic patient. The customer communicated that the result was confirmed negative through pcr testing.